Manufacturer narrative:
The device was received by resmed for an engineering investigation. The device evaluation confirmed a single occurrence of error message (sf218), however, performance testing could not reproduce the device fault. Based on all evidence and previous investigations of similar complaints, the single occurrence was most likely due to a failed software upgrade. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) alerting to a condition that may require attention. There was no patient injury reported as a result of this incident.